Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional indeflator 20/30 device referenced is being filed under a separate medwatch report. Date of occurrence: estimated date.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. Two indeflators were used; however, both devices only partially inflated unspecified devices as contrast was leaking into the bodies of the indeflators. The dials were not increasing and a crack was noted in the hose assembly parts of both devices after inflation was performed. Therefore, a non-abbott inflation device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.